Manufacturer narrative:
Evaluation summary: one infiniti 23ga ultravit probe was returned for the probe having interruptions during its use. For this complaint file, the final customer lot was identified. For this final lot, three component probe lots were used to make up the final lot. A device history record review for each of the three lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly that did not contribute to the customer complaint. No anomaly was found during the device history record review for the other lot. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. The probe complaint sample was visually examined and deemed conforming. Actuation and aspiration testing were performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe did not cut. The probe was disassembled and the components inspected. There was approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. Wear marks were present at the bend area. The complaint evaluation did confirm the probe had poor cut performance. The root cause for this poor cutting was due to its excessive use. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appears that this probe was functioning properly for approximately 120 minutes before the probe was determined to have poor cutting. The probe may have had interrupted use based on this high usage rate.

Manufacturer narrative:
A sample was sent to manufacturing site. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
An ophthalmic surgeon reported 3 or 4 events where vitrectomy probe did not work as intended, it worked intermittently during surgery. There were no cuts but aspiration was fine. Surgeon had to retry to push a foot pedal to make probes cut or they had to change vit probes. Information provided in the filled questionnaire indicated this patient was not hospitalized as a result of the event and no unplanned medical or surgical intervention was required. The affected eye was the right eye (od). No further information is expected. This is one of two reports being filed for this facility. This report is for the female patient.